Manufacturer narrative:
(B)(6), (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On the morning of (B)(6) 2025, the patient was presented to the emergency room (ER), where a bg measurement was recorded as 1124 mg/dl, while the cgm displayed 157 mg/dl. The patient was admitted to the hospital. At the time of the event, the patient was using a beta bionics ilet insulin pump. Upon admission, the patient was disconnected from the ilet pump and received external insulin and blood pressure medication while under hospital observation. A new cgm sensor was later inserted (location unspecified). The hospital physician advised the patient not to reconnect to the ilet pump until follow[?]up with her healthcare provider. During the hyperglycemic event, the patient reported symptoms resembling gastrointestinal illness, including difficulty eating, vomiting, blurry vision, and persistent stomach discomfort. On (B)(6) 2025, the patient was discharged from the hospital. After returning home, she reported feeling stable and had a follow[?]up appointment scheduled with her physician. However, she continued experiencing elevated bg readings and expressed interest in reconnecting to the ilet pump, pending medical clearance. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.